Event description:
Customer complained that the iolmaster 700 instrument is giving incorrect measurements. The outcomes resulted in a higher degree of myopia than initially desired. Although the vision was not considered poor, the patient expressed a desire for a change - exchange of intraocular lens (iol).